Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of hyperglycemia. The reporter stated the patient has been running very high blood glucose for 2 days prior to hospitalization. They report no alert or alarms and there were no indications of a problem with pump delivery. Upon admit the patient's blood glucose was >600mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.